Manufacturer narrative:
Event date estimated using month and year of journal publication date literature citation: jensen et al., (february 18, 2020). Transesophageal echocardiography to diagnose watchman device infection. Constant battle with endocarditis, 4(3), 189-194. Doi: https://doi.org/10.1016/j.case.2020.01.008.

Event description:
Reported via journal article it was reported that an infection and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. The patient was successfully treated with 45 days of warfarin and aspirin oral medication. At the forty-five (45) day routine follow up, transesophageal echocardiogram (tee) revealed the closure device remained in correct device position and complete occlusion of the laa was noted. Warfarin was discontinued, aspirin was continued, and prasugrel was added. Thirteen (13) weeks post index procedure, the patient presented with fever, chills, and back pain secondary to sigmoid diverticulitis and was admitted to the hospital. Intravenous antibiotics were administered, and the patient was discharged home on oral amoxicillin/clavulanic acid antibiotics. Fifteen (15) weeks post index procedure, the patient presented to the hospital again with repeat fever. Abdominal computed tomography (CT) showed uncomplicated diverticulitis. The patient was discharged home on oral amoxicillin/clavulanic acid given clinical improvement. It was reported the patient continued to have intermittent fevers and persistent weakness while on antibiotics. Twenty (20) weeks post index procedure, the patient was again admitted to the hospital with fevers and chills. Chest radiography showed left lower lobe infiltrate. Blood cultures returned positive for gram-positive and gram-negative pathogens speciated to enterococcus and enterobacter. CT of the chest, abdomen, and pelvis showed splenic necrosis. Magnetic resonance imaging (MRI) of the brain showed multiple acute and subacute embolic infarcts. The patient was transferred to a tertiary care facility where tee was completed given the high index of suspicion of endocarditis in the setting of an indwelling device and metastatic infection. Tee revealed severe bi-atrial enlargement with a well-visualized watchman closure device properly positioned in the laa and a large, dense, multilobulated irregular mass adherent to the closure device. After a twenty-one (21) day trial of intravenous therapeutic heparin and antibiotics was completed, complicated by the patient requiring a spleenectomy, a repeat tee revealed no change and increased prominence of the mass attached to the watchman closure device. Surgical removal of the infected watchman closure device and surgical closure of the laa was completed without complication. Intraoperative cultures were negative. The patient had a prolonged postprocedural course with multiple complications, including acute hemothorax requiring evacuation via tube thoracostomy and anticoagulation reversal, encephalopathy, occlusive right axillary vein thrombosis, nonocclusive subclavian vein thrombosis, respiratory failure requiring reintubation, and ultimately tracheostomy placement. The patient was discharged to a long-term acute care hospital and is alive ten (10) months after discharge.

Manufacturer narrative:
Correction: h6: patient code added: stroke/cva b3: event date estimated using month and year of journal publication date literature citation: jensen et al., (february 18, 2020). Transesophageal echocardiography to diagnose watchman device infection. Constant battle with endocarditis, 4(3), 189-194. Doi: https://doi.org/10.1016/j.case.2020.01.008

Event description:
Reported via journal article it was reported that an infection and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. The patient was successfully treated with 45 days of warfarin and aspirin oral medication. At the forty-five (45) day routine follow up, transesophageal echocardiogram (tee) revealed the closure device remained in correct device position and complete occlusion of the laa was noted. Warfarin was discontinued, aspirin was continued, and prasugrel was added. Thirteen (13) weeks post index procedure, the patient presented with fever, chills, and back pain secondary to sigmoid diverticulitis and was admitted to the hospital. Intravenous antibiotics were administered, and the patient was discharged home on oral amoxicillin/clavulanic acid antibiotics. Fifteen (15) weeks post index procedure, the patient presented to the hospital again with repeat fever. Abdominal computed tomography (CT) showed uncomplicated diverticulitis. The patient was discharged home on oral amoxicillin/clavulanic acid given clinical improvement. It was reported the patient continued to have intermittent fevers and persistent weakness while on antibiotics. Twenty (20) weeks post index procedure, the patient was again admitted to the hospital with fevers and chills. Chest radiography showed left lower lobe infiltrate. Blood cultures returned positive for gram-positive and gram-negative pathogens speciated to enterococcus and enterobacter. CT of the chest, abdomen, and pelvis showed splenic necrosis. Magnetic resonance imaging (MRI) of the brain showed multiple acute and subacute embolic infarcts. The patient was transferred to a tertiary care facility where tee was completed given the high index of suspicion of endocarditis in the setting of an indwelling device and metastatic infection. Tee revealed severe bi-atrial enlargement with a well-visualized watchman closure device properly positioned in the laa and a large, dense, multilobulated irregular mass adherent to the closure device. After a twenty-one (21) day trial of intravenous therapeutic heparin and antibiotics was completed, complicated by the patient requiring a spleenectomy, a repeat tee revealed no change and increased prominence of the mass attached to the watchman closure device. Surgical removal of the infected watchman closure device and surgical closure of the laa was completed without complication. Intraoperative cultures were negative. The patient had a prolonged postprocedural course with multiple complications, including acute hemothorax requiring evacuation via tube thoracostomy and anticoagulation reversal, encephalopathy, occlusive right axillary vein thrombosis, nonocclusive subclavian vein thrombosis, respiratory failure requiring reintubation, and ultimately tracheostomy placement. The patient was discharged to a long-term acute care hospital and is alive ten (10) months after discharge.